Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Product evaluation: the solution was not returned; therefore, an investigation was not possible. Product / component testing was not applicable as well because the reported product was out of expiration, expiration date 7/31/2015. Manufacturing record: manufacturing record review was performed. The records for production process were found to be acceptable, all testing items were completed and met specifications. Testing included incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no similar non-conforming materials report, or related process/material change. There was no non-conformance reported for this lot. In conclusion, reported lot was deemed acceptable for release. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Instructions include the use of a neutralizing tablet during preparation and before product is used. Additionally, product labeling includes expiration date. Reported medical symptoms were caused by customer misuse because she did not neutralize contact lens and wore the lens. Furthermore, the reported product was already out of expiration date when the incident occurred. No product deficiency or malfunction was determined for the reported issue. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported experiencing irritation in her eyes and red eyes with use of consept onestep. Patient usually uses multi-purpose solution for caring lens but she brought a consept onestep when she traveled. She soaked lens in disinfecting solution and wore the lens, and she felt irritation in her eyes and red eyes. She received cravit eye drop at emergency hospital on sunday. On monday she received hyalein eye drops at the ophthalmological clinic. At the time of calling, symptoms were relieved but she still had red eyes. No further information was provided.